Event description:
Device 5 of 5, mfg report reference:3006705815-2019-01226, 3006705815-2019-01227, 3006705815-2019-01228, 1627487-2019-04122. Follow up information received. The pain was under control when the patient was discharged from the emergency room.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 5 of 5, mfg report reference: 3006705815-2019-01226, 3006705815-2019-01227, 3006705815-2019-01228, 1627487-2019-04122. It was reported that the patient had severe pain. The patient was admitted to the emergency room with severe pain for observation. The patient was given fluids and pain medicine at the emergency room for several days and then was released.